Manufacturer narrative:
The reported event of pc unit case damage file was opened to document an event that the customer reported. No devices or logs were returned for investigation. Although no devices were provided for investigation, the photos in the site visit summary confirm the customer¿s generalized report. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). No patient involvement was reported.

Event description:
The customer reported that a pc unit case was damaged, and provided a photo displaying the damaged chip to the case with blue gasket exposed. No patient involvement was reported.